Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp needed to be repaired. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. A service and repair manager reported that the device had a cracked index knob and the lock had movement while in the locked position. Additional information received from the customer on 26jul2018 stating that the device was not used during a procedure. No other information was provided.

Manufacturer narrative:
The device was returned for evaluation. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob is cracked and the lock will need new components added to replace worn internal parts. The set screw in the swivel base was tight. The DHR build records showed no issues. The complaint is confirmed. At this moment, no root cause has been identified.

Event description:
N/a